Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that in the preparation stage, the balloon inflated but did not auto deflate. Follow-up with the reporter indicated that the customer did open the balloon lock and took the balloon syringe off, but the balloon still was not deflated automatically. No patient injury was reported.

Manufacturer narrative:
The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.